Event description:
Aquacel ag dressing was applied to post-op knee replacement patient. Post op day #3 patient felt severe burning. Md removed dressing to reveal a significant skin tear/burn. One month later patient is still trying to heal from this injury slowing down her recovery from surgery.